Event description:
The reporter contacted animas on (B)(6) 2012, reporting blood glucose levels elevated between 500 mg/dl and hi on the meter (over 600 mg/dl). Troubleshooting of the incident noted that there was air in the tubing. The reporter indicated that usually there was no air in the cartridge. The cartridge filling technique was reviewed and found that the reporter may not have been tightening the needle appropriately during filling. The reporter also indicated being unsure if the tubing was tightened enough to the cartridge. Customer support advised the patient on tightening the needle and the tubing to prevent air in the system and to try to allow the cartridge to sit for 30 minutes prior to placing in the cartridge to allow the cartridge to debubble. This report is made based on the allegation that the patient experienced hyperglycemia related to potential issues with the cartridge filling technique.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.